Event description:
It was reported that an asymptomatic patient presented remotely on (B)(6) 2022 with erroneous alerts for high ventricular rates during episodes of automatic mode switching (ams). No intervention was reported and the patient will continue to be monitored. There were no patient consequences.